Event description:
Related manufacturer reference number: 2017865-2022-41249/2017865-2022-41250. It was reported that the patient presented for a scheduled implant procedure. During the procedure, when the patient's blood pressure dropped, a pericardial effusion suggestive of cardiac tamponade was noted via echocardiogram and x-ray imaging. It was unknown if the source of the cardiac perforation was the atrial, left ventricular or right ventricular lead. A pericardial drain was performed without complications. The patient was in stable condition.